Event description:
It was reported that iab was inserted in cath lab. Patient was moved to ICU until surgery was "ready for him". While in or, there were frequent high baseline alarms; perfusionist could not find a problem. Perfusionist noticed blood dripping on floor. Drape was pulled back to find central lumen was bleeding back and arterial line attached to central lumen was cracked at connection. Before removing iab, surgeon tried to thread a guide wire through central lumen. Surgeon was unable to pass guide wire and eventually performed an arterial cut-down to remove and replace the iab. After replacing iab, pump stopped alarming. A follow-up report will be filed if more information becomes available.